Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan alleging that her onetouch ultralink meter read inaccurately high erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that on the morning of (B)(6) 2013 she obtained alleged inaccurate high readings of "455 and 320 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient informed the cca that she is on insulin pump therapy; however, it is not known what action, if any, she took in response to the alleged inaccurate high results. At an unspecified time later that day, after obtaining the inaccurate readings, the patient claimed she developed symptom(s) of "warm and thirsty". The patient reported she contacted her hcp and was advised by her doctor to administer a correction bolus. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of hyperglycemia, there is indication that the alleged meter issue caused and/or contributed to this serious injury. The patient's reported symptoms correlated with the alleged high readings obtained on the lfs device. However, this complaint is being reported because the subject meter did not meet lfs's precision criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.